Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part: 110010244, lot: 64866766, g7 osseoti 3 hole shell 52mm e.

Event description:
It was reported that the end of the impactor sheared off. The doctor was trying to reposition the cup. No foreign body retained. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of provide photograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided pictures identified the device to be fractured as reported on the threaded end. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.